Manufacturer narrative:
(B) (4): "month" and "day" are approximate only. The device was manufactured in 1997. The device is currently en route to the MFR for investigation. No results and conclusions are therefore, available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.

Event description:
A distributor in virginia reported that there was no audible alarm on an mr730jhu respiratory humidifier. No pt consequence was reported.